Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen would not calibrate. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen intermittently did not respond when pressed nad would not calibrate. This was due to contamination on the touchscreen caused by fluid ingress which altered the characteristics of the touch screen. The probable cause of fluid ingress may be due to use of the device in the customer environment. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.